Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the patient left and right siderail cannot be locked in the upright position and fowler was stuck in the raised position. No patient involvement or adverse consequences are reported.